Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other devices used: catalog #00620205020, trabecular metal shell with multi holes, lot #62960497; catalog #00630505036, trilogy longevity crosslinked liner, lot #62902909; catalog #0801803602, versys femoral head, lot #62694696 manufactured by (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to an unknown reason.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to recurrent dislocations. The stem remained implanted.

Manufacturer narrative:
No devices or photos were received, therefore the condition of the components is unknown. Device history record (DHR) review found no anomalies or deviations associated with this device. This device has been in vivo for approximately 12 days at time of revision. This device is used for the treatment of the patient. Primary surgical notes, dated (B)(6) 2015, stated that the tha was for end-stage osteoarthritis of the left hip. It was noted that the patient had a previous bariatric surgery and that the patient was having difficulty transitioning from a seated to standing position. The final tha was noted to be stable in all positions and had a combination anteversion approximately 45-48 degrees. No complication had been noted. Revision surgical notes, dated (B)(6) 2015, stated the revision was for recurrent dislocations of the left hip. It was noted that the patient had dislocated the left hip when standing then had a close reduction and placed into an abductor brace. The patient contacted the surgeon and was advised that he needed to have a revision as the radiographs showed evidence of too much anteversion to the acetabular shell. The surgeon was concerned that due to the patient's tha was done using the anterolateral approach and he dislocated anteriorly that the anteversion should be corrected, otherwise the patient would be subjected to recurrent dislocations. There was a significant anteversion found to the shell and evidence of instability at extremes of range of motion. With the provided information the most likely cause of the dislocation would be the noted anteversion of the shell as stated in the revision notes.